Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the small grasping retractor instrument associated with this complaint and completed investigations. Failure analysis investigations was able to confirm/reproduce the reported complaint. The instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The root cause for the broken pitch cable was attributed to a component failure and related to device design. A review of the instrument log of the small grasping retractor (part # 470318-10 / lot # n10201110-0006) associated with this event has been performed. Per the logs, the instrument was last used on (B)(6) 2021 on system (B)(4). The alleged event occurred on the 6th use of the instrument. A review of the site's complaint history does not show any additional complaints for this product. No image or procedure video was provided for review. This complaint is being reported due to the following conclusion: failure analysis found the small grasping retractor instrument to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could potentially fall inside a patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date not applicable. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA. .

Event description:
It was reported that during central processing, the small grasping retractor was observed to have a broken wire. The instrument still had 4 lives remaining. There was no report of patient involvement. Intuitive surgical, inc. (Isi) contacted the original reporter on 01-nov-2021 and obtained the following information: patient information from the last procedure was requested, but was not available. No further details were available.